Manufacturer narrative:
(B)(4).

Event description:
Received information that patient suffered a lack of therapeutic effect following an MRI scan. Patient reported she was halfway through the scan and felt a burning sensation, at which point, the scan was stopped. She said it "felt like fire." Patient lost therapeutic effect after the MRI and she can't feel stimulation in any of the groups available. The patient had relocated and was in the process of finding a new physician. Additional information has been requested and if received, a follow up report will be sent. Please reference MFR report # 3004209178-2011-03526 for related neurostimulator.